Manufacturer narrative:
Conclusion: short aortic neck.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 61 mm diameter abdominal aortic aneurysm. The aortic neck was short (almost no neck). The patient originally had almost no aortic neck. The bifurcated stent graft was implanted after a renal artery stent was implanted in the left renal artery. It was reported that the final angiogram showed that a type ia endoleak remained. Per the physician the cause of the event is anatomy related (short neck). The patient has not and will not receive treatment. No clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.